Manufacturer narrative:
Investigation included technical review of available reports and user education and troubleshooting. Investigation of this case revealed inconsistent meal announcements not matching meal size as a use-related factor. It was concluded that device function was not confirmed to be compromised and that user technique and meal announcement practice likely contributed to the reported glycemic variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of an ilet rx pump experienced fluctuating blood glucose while announcing meals without consistent carbohydrate entry, with reported lowest glucose of 69 mg/dl and highest of 265 mg/dl, and the user requested to discuss options with the healthcare provider and insurance before deciding on additional training. Symptoms included feeling weak associated with a low glucose and an asymptomatic low glucose value. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization and use of oral glucose for treatment.